Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for two patients. Patient 1: an initial result of 0.77ng/ml was reported out of the lab and questioned by the physician. The sample was retested on a different instrument and an accu tni result was amended to 0.13ng/ml. A 2nd sample from this patient gave a result of 0.55ng/ml when tested on the dxi analyzer. The sample was tested on the different instrument and a result of 0.17ng/ml was reported out of the lab. Patient 2: an initial result of 0.65ng/ml was reported out of the lab. The sample was retested on a different instrument and a result of 0.23ng/ml was obtained. A corrected report was sent. There was no effect to the patients in connection to this event.

Manufacturer narrative:
The specimens were collected in bd plastic lithium heparin tubes with gel separator. Samples were normal in appearance and were tested from the primary tubes. Qc data was not provided, but customer indicated that qc run before and after the event did not recover within limits. Customer provided system check from 2008 which passed with all parameters in range. A field service engineer (fse) was dispatched: the fse inspected the instrument and found sample probe to be "sticky" and it had a small amount of gel on it. The fse replaced the sample probe. The fse performed a diagnostic testing which passed. Although hardware issue was addressed by the fse, no clear root cause can be determined for this event. A malfunction will be assumed for the purpose of this report.